Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had blank display on insulin pump. The customer¿s blood glucose level was 376 mg/dl. The customer was assisted with troubleshoot. The customer reported that display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, operating currents, self-test and off no power. No blank display during testing. Unit inspected and the battery tube connector plugged in properly. Unit received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained address/serial number label.